Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) error message on the sensor scan when compared to competitor meter results of 106 mg/dl, 71 mg/dl, and 254 mg/dl. The customer had contact with a healthcare professional (hcp) who provided apple juice and a granola bar for treatment. The customer then self-treated with an unspecified dose of insulin and a reading of 144 mg/dl was reportedly obtained on the hcp meter. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) error message on the sensor scan when compared to competitor meter results of 106 mg/dl, 71 mg/dl, and 254 mg/dl. The customer had contact with a healthcare professional (hcp) who provided apple juice and a granola bar for treatment. The customer then self-treated with an unspecified dose of insulin and a reading of 144 mg/dl was reportedly obtained on the hcp meter. No further information was reported. There was no report of death or permanent injury associated with this event.